Event description:
Device 2 of 2: reference MFR report: 1627487-2012-09816. It was reported the patient underwent surgical intervention to explant and replace the system lead and the extension due to invalid impedance values. The patient was implanted with a different model lead. Effective stimulation was captured post-operative.

Manufacturer narrative:
Evaluation results: a microscopic inspection of the extension confirmed there was a kink in the lead body just below the header assembly. The microscopic inspection also noted all the extension wires had separated at the site of the lead body kink. The damage to the extension wires appear as if they were worn due to repetitive stress while implanted. This damage would have resulted in the invalid contacts observed in the field. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.